Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 264 mg/dl. Customer was sent a replacement cable.